Event description:
As stated by facility staff: caregiver was lifting resident from her wheelchair to the standing position. When the caregiver pushed the up button on the touchpad the lift went up, but when the caregiver released the up button the lift continued to raise. That's when the resident fell from sling, bruising her right arm. An on-site inspection performed by an arjohuntleigh representative found the lift to be in good condition and could not duplicate the problem reported. The sling was reported to be older in age but in fine condition. The lift device was put back into service.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration #(B)(4)) on behalf of the MFR arjo hospital equipment (B)(4) (registration #(B)(4)). Additional info will be provided following the conclusion of the manufacturer's investigation.